Event description:
There was no direct inratio result compared with the lab result in 2007. Per text, "pt was originally sent to the hospital by his doctor because of flu symptoms. Hospital found hematoma in pst's brain. Pst was admitted at the hospital and was given vit k and factor 9 complex. Pst is going home today." Pt admitted to hospital due to personal condition, non-related to inratio products. Pt called back and reported inratio inr was 1.3 and 1.4; hospital lab was 1.5. Six days later, the inratio results were correlated with hospital results. Based on the information provided by caller, no evidence indicated that the products were malfunction.

Manufacturer narrative:
Per text, "pt was originally sent to the hospital by his doctor because of flu symptoms. Hospital found hematoma in pst's brain. Pst was admitted at the hospital and was given vit k and factor 9 complex. Pst is going home today." Pt admitted to hospital due to personal condition, non-related to inratio products. Pt called back and reported inratio inr was 1.3 and 1.4; hospital lab was 1.5 in 2007. The inratio results was correlated with hospital results. Based on the information provided by caller, no evidence indicated that the products was malfunction. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date on the same day; inratio 1.3, 1.4; lab 1.5, 1.5; mean 1.4, 1.45; confidence limits 1.1-1.9, 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.